Event description:
Patient had surgery in 2006 to correct a chiari malformatin. Suturable duragen and dura seal were used. No complications occurred during the surgery and patient did not develop any infections. At the two weeks at her private doctor's office, patient was complaining of neck aches. The incision looked okay, although slightly reddened. Two weeks later, patient's mother phoned back reporting her daughter was having problems and there was swelling. Four days later, patient's mother phoned again reporting the swelling had gotten bigger. The physician wanted to perform a 2nd surgery however the patient cried and indicated she did surgery that day. The next day patient went to school. Patient passed out at school and was brought in for surgery that day. The medical assistant does not have the or report from the 1st surgery, but does know that the appropriate size of product was used and the product was sutured closed per spectrum health. The reporter did not have the information on what product was used for the 2nd surgery.